Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an oophorectomy procedure on (B)(6) 2020 and suture was used. After few tissue stitches in the abdominal wall, the needle pulled off the thread without any excessive force application. There were no adverse patient consequences reported.